Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stage 1 phase of the implant went well. However, during the stage 2 procedure, stimulation could not be achieved on electrode #1, 2, and 3. Impedances measurements showed >4000 ohms for those same electrodes. The unipolar setting of c+ to 0- did provide adequate stimulation and results. It was noted that the surgeon followed the neurostimulator IFU. The device remained currently implanted in the pt and the impedances were to be re-checked at the next consultation visit. Add'l info was requested.